Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device functioned properly and found no deficiencies. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery reciprocator device automatically started when the battery device was connected. The event was not reported to have occurred in surgery. It was reported that there was no delay to planned surgical procedure and unspecified spare device were available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The reported event date is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.